Event description:
The complaint was received from (B)(6) and refers to an incident involving an accusol 35. The reporter stated that during patient use, they could see precipitation in the pre-dilution and post-dilution lines. A sample was not available, as the customer inadvertently discarded the sample. No patient injury has been reported/confirmed by the customer.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation because it was discarded by the customer. Samples for similar complaints have been analyzed. The precipitates were isolated and inspected using various laboratory analytical methods. The analyses concluded that the precipitates observed are calcium carbonates. A (B)(4) team has been set up to further investigate this issue. Investigations into this issue by the team have progressed. The ph of the solution has been identified as the primary root cause of this problem. (B)(4). A more long-term preventative plan is currently being evaluated by the team to permanently eliminate this problem. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. (B)(4).